Event description:
The customer reported to olympus, that the endoeye flex deflectable exhibited e216 scope communication error and screen disappeared. The event occurred during a surgical laparoscopic procedure. It was reported that the error was stopped by plugging and unplugging the connector and restarting the otv-s300 and the procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, corrosion/scratch/stain of metal contact parts, and cracking/scraping/burr/scratch/deformation of the distal end. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: energization of the image sensor in the electrical circuit inside the image sensor, accidental application of static electricity, and system on state the image signal output was adversely affected by overcurrent due to the attachment and detachment of the power cord, etc., and the image signal output became unstable and a temporary abnormality (failure) occurred. Scratches, dents, deformation, etc. Were confirmed on the electrical contacts of the connector unit of the scope, so the electrical connection temporarily deteriorated. Additionally, foreign matter and dirt (dust) adhere, and the electrical connection has deteriorated. Furthermore, the connection condition of the scope connector units and various cables was bad, and the electrical connection condition was temporarily deteriorated. Mechanical (stress) such as hitting and dropping the internal electric circuit of the image sensor unit built into the tip of the scope. It is likely that the electrical connection has temporarily deteriorated, leading to the image defect phenomenon. Olympus will continue to monitor field performance for this device.